Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found by visual inspection of the lead a full breach outer insulation degradation adjacent to the connector boot. Electrical testing was normal.